Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead revision. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The device was able to be interrogated with the wand. The procedure was completed with no patient consequences.